Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed the product was found out of the packaging and a red tinted area at the membrane was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use during of a revaclear 300 dialyzer, particulate matter was observed. There was no patient involvement. No additional information is available.